Event description:
The contacts of the battery pack came into contact with a metal basket, causing smoke and a burning odor. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and further inspection of the manufacturing process and the material showed no deviation to specifications. No production error was established. The visual inspection of the device shows clear scorch marks on the housing. The investigation was not able to determine the exact cause as most of the insides of the battery were also destroyed. It is possible that a short circuit inside the battery was cause due to the event description ¿battery contact points came into contact with a metal cage.¿ further inspection of the manufacturing process and the material showed no deviation to specifications. No production error was established. The investigation determined this complaint to be invalid.